Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to a detached end cap. There was no compromised force sensor system alarm noted. The pump was unable to perform the basic occlusion, occlusion and no delivery test due to prime fill anomaly. The insulin pump was received with cracked case at display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they were experiencing trouble getting her blood glucose levels under control. The customer's blood glucose was 131 mg/dl at the time of incident and has not been on the pump. She stated that she has been treating with pens and her blood glucose has been stable. She declined to troubleshoot. The insulin pump was returned and analysis was completed.